Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, it was noted that the delivery catheter exhibited difficulty going into tether mode. As a result, the lp prematurely separated from the catheter. It was noted that the tethers were unable to be aligned. The procedure was completed as scheduled as the separation occurred at the point of fixation. The patient was stable.